Manufacturer narrative:
Device analysis report.

Manufacturer narrative:
This report is submitted on june 4, 2024.

Event description:
Per the clinic, an infection had developed at the implant site, exposing the receiver/stimulator. Subsequently, the patient was hospitalized for a duration of fifteen days (date not reported) and was administered with IV antibiotics during the admission (date not reported).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. There are plans to re-implant the patient with a new cochlear device in the future.